Event description:
A customer reported a malfunction on their insulin pump, identified by a malfunction code, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support planned to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump while continuing to use the current pump for insulin delivery in the meantime.